Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
P/n: 227214 lot: 1205010 vapr vue wireless footswitch. It was reported that the footswitch would not stop, deactivate. Completed with a wired footpedal. No patient harm. Additional information received on (B)(6) 2018 via phone: the incident occurred during surgery. It was stated that while the footswitch was activated the device never deactivate when expected to and stayed on, never stopped. The unit was quickly shut off and swapped with a wired footpedal to complete the procedure. No error codes or alarms were reported. The error resulted in 2-5 min delay.

Event description:
P/n: 227214, lot: 1205010, vapr vue wireless footswitch. It was reported that the footswitch would not stop, deactivate. Completed with a wired footpedal. No patient harm. Additional information received on 1-19-18 via phone: the incident occurred during surgery. It was stated that while the footswitch was activated the device never deactivate when expected to and stayed on, never stopped. The unit was quickly shut off and swapped with a wired footpedal to complete the procedure. No error codes or alarms were reported. The error resulted in 2-5 min delay.

Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was received to the service center for evaluation and repair. Per service manual operational and diagnostic analysis does not confirm the reported issue of not pairing. Performed service bulletin 13v5-21 per service manual. The testing of the unit was completed per the service manual. The unit passed all functional tests and is fully operational. A DHR review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no evidence of manufacturing anomalies on the paperwork reviewed. A review into the depuy synthes mitek complaints system revealed no similar complaint for this device's serial number. No corrective or preventative actions are required at this time, as no nonconformance or complaint trends were identified in relation to this serial number device and the reported failure. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).